Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was damaged and leaking. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided. Device manufacture date: (B)(4) 2018 - (B)(4) 2018. The device was received at the plant for evaluation. Visual inspection revealed fluid inside the bag that contained the unit which indicated leak. The cause of the leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the broken tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.